Event description:
A pulsar-18 t3 stent system was selected for treatment of a lesion in the right mid sfa. The lesion was pre-dilated. During stent deployment, the stent did not reach its intended length of 200 mm but only approximately 120 mm. A second stent was implanted with an overlap in order to cover the original lesion length of 200 mm.